Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported recently having trouble breathing and wondered if this could be related to the implantable pulse generator (ipg) device. It was also mentioned that the ipg was expected to have 18 months of longevity left, then one month later the patient was told the battery only had a few months left. The clinic further disclosed that the ipg reached elective replacement indicator (eri) unexpectedly showing battery depleted quickly after the last interrogation and only had a few months left. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.